Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR (device history record) review not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A customer reported that in "recent weeks we seem to be getting an increase in blue fibers/lint entering the eye." The reported stated, "my suspicion is that they are coming from one of two possibilities. One is that the techs are setting instruments on the back table and not in the trays and then instruments pick up blue fibers. Alternatively, the lint/fibers might be coming from the blue wraps we wrap the instruments in." In all cases, the lint/fiber has been removed during the actual procedures, however, in one occasion, a lint/fiber was discovered in the wound during a post-op exam in the office. This fiber was removed in the office without complication or impact to the pt. There was no pt harm reported. Upon follow up, the reporter informed that "they have no experienced any more issues with lint-fibers in the last two weeks once the scrub tech stopped putting the instruments on the back table. They now leave all the instruments in the tray. A product sample was requested for this case. There is no product sample available for evaluation.